Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation and device evaluation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The device was delivered to the customer on august 21, 2012. The lm reported that the most probable cause for the reported event is as follows: in this case, it is presumed that due to the handling of the user, unexpected stress was applied to the camera head, cable, and video connector, and the image disappeared because the ccd unit or cable or video connector failed. Regarding the handling of the equipment, the instruction manual has the following description. The described event may be prevented. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. As a result of checking the DHR, it was confirmed that there were no manufacturing abnormalities, special hires, or variations.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿fibers coming through cables - fibers poking through the cord its in three spots¿ was confirmed. In addition, the coupler base plate was found bent/deformed causing an off-centered image. The cause of the insulation damage cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that upon receipt inspection, fibers were coming through the unit¿s cables and poking through the cord in three spots. There was no patient involvement reported.